Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. The patient was seen by her healthcare provider at her house and treated with IV fluids and glucagon. When removed, the pod's cannula was found to be kinked.